Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer reported to baxter (B)(4) that the spike of the transfer set was not connected via connection assistance with the clean flash. The clean flash device said that the process had been completed. There was no patient injury or medical intervention.